Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was dizzy and had tachycardia. Emergency medical services was called. Once ems arrived, the patient¿s cgm was reading 223 mg/dl and bg meter was reading 536 mg/dl. The patient was transported to the emergency room. The patient was treated with IV fluids/saline but could not recall any of the other medications that he was provided. The patient was discharged home after 24 hours of observation. The patient was in ¿stable¿ condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.